Event description:
Medtronic rec'd info that this bioprosthetic aortic valve exhibited a small paravalvular leak immediately following implant. Approx two months post implant, the regurgitation had increased, ultimately leading to heart failure. The pt subsequently underwent a cardioversion for atrial flutter. Following this procedure, the regurgitation increased, and the pt went into shock. The valve was explanted and replaced. The surgeon commented that the regurgitation likely occurred due to remnants of calcified annulus that remained intact since the intal valve replacement procedure. The surgeon indicated that the incident was not related to the bioprosthetic valve. It is suspected that the cardioversion resulted in an increased regurgitant volume. During the explant procedure, no abnormalities were observed with the valve.

Manufacturer narrative:
Analysis of the returned valve shows that all cusps close with sufficient depth of coaptation, and the leaflets are flexible. Small tears and abrasions through the free margin extending into the lunula of the non-coronary and right cusps adjacent to the point of coaptation are observed, likely due to contact with bias wear or pannus that was removed during the retrieval. The commissures are intact. Remnants of pannus remain attached to the inflow and outflow aspects of the valve. It appears that pannus was removed from both the inflow and outflow aspects of the valve during retrieval. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that this valve met mfg specifications when released to distribution. Conclusion: reduced performance of the device was likely related to pannus or calcified annulus, as reported by the surgeon. No structural malfunction was identified during analysis that would account for the regurgitation. Device replaced without reported pt complication.